Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("near constant right quadrant abdominal pain"), dyspareunia ("painful intercourse"), uterine leiomyoma ("fibroids"), mood altered ("changes in mood"), anxiety ("anxiety") and depressed mood ("depressed mood"). The patient was treated with surgery (to have the essure devices removed). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, uterine leiomyoma, mood altered, anxiety and depressed mood outcome was unknown. The reporter considered abdominal pain, anxiety, depressed mood, dyspareunia, mood altered, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results: unspecified date: hysterosalpingogram performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included hydrocodone bitartrate;paracetamol (norco) in (B)(6) 2013, ibuprofen, paracetamol (tylenol), tranexamic acid (lysteda) from (B)(6) 2010 to (B)(6) 2011 and valaciclovir (valacyclovir). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)/ pain with sex"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection (other) describe: yeast infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ruptured ("reproductive system disorder or condition type of disorder or condition: ruptured ovarian cyst"). In 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("near constant right quadrant abdominal pain/abdominal pain"), mood altered ("changes in mood"), anxiety ("anxiety"), depressed mood ("depressed mood"), flank pain ("left flank pain"), abdominal distension ("bloating") and tenderness ("tenderness") and was found to have uterine leiomyoma ("fibroids") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract infection, fungal infection, dysmenorrhoea, blood urine present, abdominal distension and tenderness had resolved and the abdominal pain, uterine leiomyoma, mood altered, anxiety, depressed mood, urinary tract disorder, ovarian cyst ruptured and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder disorder, blood urine present, depressed mood, dysmenorrhoea, dyspareunia, flank pain, fungal infection, menorrhagia, mood altered, ovarian cyst ruptured, pelvic pain, tenderness, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: left coil was deeper into the fallopian tube. Unspecified date: hysterosalpingogram performed. Most recent follow-up information incorporated above includes: on 20-feb-2019: plaintiff fact sheet was received. Events added from pfs-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, urinary tract infection, yeast infection, ruptured ovarian cyst, dysmenorrhea (cramping), left flank pain, blood in urine, bloating, tenderness". And event- "pain with sex, abdominal pain" clubbed to previous events. Reporter information, medical history, concomitant drug, aka name, height, weight, events onset date, events outcome, lab data was added. Essure insertion and removal date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.